Manufacturer narrative:
No medwatch form was received. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. The right ventricular lead exhibited increased thresholds and low impedance due to a broken insulation. The lead was capped and replaced.